Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. A visual inspection revealed the device was returned not with original packaging. The anchor is coated in debris and the inserter device is broken in to 3 pieces. The anchor and suture thread is loose from device. A functional evaluation of the returned device was not applicable as the device was not returned in working order. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate per case details, the broken fragments were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a shoulder repair procedure, part of the internal deployment mechanism of the suturefix ultra broke off inside the patient. The broken piece was retrieved from the patient with arthroscopic graspers. The procedure was successfully completed without delay using a back-up device in the originally bone hole. No other complications were reported.